Manufacturer narrative:
A siemens headquarters support center (hsc) reviewed the reported event. Hsc reviewed the data provided. The customer's quality control (qc) was in range at the time of the event. Hsc reviewed the process error log and found an aliquot probe bad sample detect (false transition) error ten (10) minutes before the sample was ran, but is not related to this issue. Hsc stated there was no evidence of a reagent well issue. Hsc did not find any foaming or reagent arm 2 delivery issues. The cause of the discordant, falsely depressed blood urea nitrogen result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed blood urea nitrogen result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was reported out to the physician(s). The customer tested a new sample on an alternate dimension vista instrument, resulting higher. The customer issued a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed blood urea nitrogen result.